Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 2/22/2024. An investigation was conducted on 02/27/2024, a visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the device. The clear silicone insulation of both the hot and cold jaw was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw but remained attached at the tip of the jaw, which can be attributed to clinical use. The hot jaw was observed to be flexed outward. A mechanical evaluation was conducted. The toggle was manipulated in an attempt to open and close the jaws. The hot jaw did not move when the toggle was moved forward or backward and the jaws would not close completely. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. No max life test or final testing was conducted due to the bent state of the hot jaw. Based on the returned condition of the device, the reported failures "electrical/electronic property problem" and "peeled; jaw" were not confirmed, however the analyzed failures "material twisted/bent; jaw" and "mechanical problem; jaw won't open/close" were confirmed. The lot # 3000311319 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 became impossible to cauterize midway through, and a different product was used after determining that it was no longer usable. Energy was not supplied even if the cautery switch was turned on during use. It appears that the silicone coating on the cauterized area has peeled off. There will be no delays in procedures. No health hazard to patients.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.